Event description:
The reporter stated that the surgeon was advancing a implantable collamer lens model icm125v4 and the lens tore in the injector. The lens was not implanted, so no patient contact or injury.